Event description:
It was reported that there was a loss of therapeutic effect. The patient has been having radiation treatment, for the past month, for squamous cells on the front of his forehead and back/top area of his head 3 times weekly. Radiation was ending on (B)(6) 2013 and the health care professional (hcp) stated the radiation should not affect the deep brain stimulator (dbs) system. The leads were about midway to exposure of the radiation. His tremors had increased for the past two weeks prior to this report at about 2pm. The tremors would not decrease even after he took sinemet (levodopa carbidopa) three times a day. He took two pills twice daily. About 2.5 weeks prior to the report his balance got worse. He was leaning left and the tremors increased to where he fell off his bike. He got scrapped up from the fall but did not fall on his head. It was noted the patient had an appointment the week of this report. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 3387s-40, lot# v063296, implanted: (B)(6) 2008, product type lead; product ID 3387s-40, lot# v063296, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).